Manufacturer narrative:
Concomitant medical products and dates - additional components implanted (B)(6) 2020: plc121200j/21248231; plc121400j/21825204; plc121000j/21812880.

Event description:
On (B)(6) 2020 this patient underwent endovascular treatment of an aortic aneurysm using gore® excluder® aaa endoprostheses featuring c3 deployment system. It was reported that significant thrombus was observed within the abdominal aortic aneurysm. The trunk-ipsilateral leg component was inserted from the right femoral artery and deployed just below the left renal artery, where significant neck angulation was reported. The contralateral gate appeared to be compressed due to the neck angle. After multiple attempts, the contralateral gate was unable to be cannulated. Therefore, the guidewire was inserted from the left arm and access was achieved in the contralateral gate using a snare catheter. Following the successful implantation of a contralateral leg component on the left side, both legs were extended with one additional contralateral leg component on each side. At the end of the procedure, occlusion of the right femoral artery at the access site was observed, and the thrombus was surgically removed. The patient tolerated the procedure. On (B)(6) 2020, the patient expired due to acute left lower limb occlusion.